Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 years after implant. Reason stated was calculation error.

Manufacturer narrative:
The iol was received and transferred to the manufacturing facility for analysis. This report will be updated at the conclusion of the investigation.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 30.0. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.